Event description:
It was reported that this left ventricular (lv) lead was capped due to a product performance issue. Another lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
B5 corrected.h6 device codes updated.

Event description:
It was reported that this left ventricular (lv) lead was capped due to high pacing thresholds measurements. Another lead was placed. No additional adverse patient effects were reported.